Manufacturer narrative:
Nihon kohden orange med llc will submit a supplemental report if additional information becomes available.

Event description:
The event occurred during patient use, the reporter stated that the nkv-550 ventilator shut down without external intervention and triggered audible and visual alarms. The ventilator spontaneously restarted and resumed ventilating the patient. As a precaution, the patient was subsequently placed on another ventilator. No patient injury or serious harm was reported. A review of the device logs confirmed a momentary cpu reset, with ventilation recovery occurring within 20 seconds. By design, audible and visual alarms are annunciated when the momentary system restart occurs.